Event description:
It was reported that "patient came back into office for post-op appt. The surgery was a l2-5 fusion with instrumentation at every level. The blockers have popped off on the bottom left screw and top right screw. This is xia iii and a 5.5 rod was used."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.